Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, and displacement test. Device received with normal operating currents, no unexpected power loss alarms noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed replace battery alarm without prior low battery alert. The customer¿s blood glucose level was 75mg/dl at the time of the incident. The customer reported that he called last week because the batteries were not lasting long. The battery cap had some discoloration so it was replaced. The customer was calling because he got a replace battery now and when he changed it again and got the same message. The customer was able to continue with the pump and is working right. This was not the second occurrence of replace battery now without a low battery warning. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.